Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that (2) ar-2326bcc swivelocks failed. This occurred on (B)(6) 2021 during a large rcr. Standard technique and instrumentation was followed for insertion of the swivelock for lateral row fixation. The suture was loaded into the anchor and the eyelet was partially inserted by hand into the prepared socket. The surgeon tapped the swivelock with a mallet to drive it down into the bone and the tip snapped off. All fragments of this broken device were retrieved, and a new anchor was loaded and inserted in standard fashion. This time the swivelock anchor body would not advance into the bone. The surgeon removed all parts of the implant and proceeded to use a 4.75m swivelock to complete the case. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.